Manufacturer narrative:
A lead fracture was reported to abbott. The new lead was unable to implanted due to patient anatomy. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that intraoperative system diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.